Event description:
Rec'd report that the maxplus clear connector appeared to be leaking from either the blue surface or the cap itself wasn't intact. The leaking was not at the connection site where cap screws into the tubing. No harm to pt or clinician reported. No add'l pt info provided.

Manufacturer narrative:
(B)(4). The set has been rec'd the failure investigation is not yet complete. A f/u report will be submitted with any relevant info.